Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, autoimmune disease. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 455cc on the left side and 480cc on the right side silicone breast implants which the report indicated left side has sharp and burning pain, hardening of the breast, fatigue, muscle and joint pain,r.a., fybromyalgia, ibs, sinus infections, acne issues, brain fog, headaches, anxiety, depression, insomnia, forgetting common words and speech issues, lack of concentration, inflammation, heart palpitations, bloating, acid reflux, vertigo, muscle weakness, slow muscle recovery after activity, hair loss, restless leg syndrome, dry skin, slow healing, bruises easily, red dry burning eye, ringing in ears, decrease in libido, mood swings, weight gain, inability to lose weight. Upon visitation with the doctor, capsular contracture unknown baker grade was confirmed. Bilateral ptosis,and left rupture found during removal. As a result patient underwent bilateral removal and vertical mastopexy on (B)(6) 2019. This report is for the right side.